Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on multiple connectors on the computer / analog (ca) board as well as on the jtag table board. In addition, high voltage had deviated to low voltage circuitry. Multiple power supplies were shorted and there was thermal damage to multiple components on the ca board. The cause of the inability to power on is the damaged components and power supplies. The root cause of the damaged components and power supplies could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.